Event description:
The customer contacted baxter's technical service center to report an issue of a system error (se) 2240 (air in set) while on a home choice (hc) device during drain 1 of 4. The home patient (hp) stated that he was sleeping and got disconnected from the patient line. The hp stated that he disinfected the line and reconnected. The baxter technical representative (tsr) had the hp close all clamps and disconnected using aseptic technique. The tsr had the hp cycle power to clear se 2240 followed by se 2367 ending therapy. The hp will notify the peritoneal dialysis registered nurse. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for se 2240 was confirmed. The root cause was undetermined . A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.